Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that per call received from patient, the pain stim is not working for her. When she tries to turn it up, she can feel the throbbing go down to her right leg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that when patient had the stimulator implanted they had it set at 4. Every time the patient tries to bring the amplitude up she feels the stimulation all the way down the leg and pelvic area and it doesn't go away. This morning she thought she would find a different program. The setting has not been stopping the urgency and frequency since the time of implant. The patient is urinating every hour and a half to two hours and is getting up three times a night. Patient did switch programs and increase stimulation to 2.7 but didn't feel anything. I did have the patient increase the stimulation to the point she felt it on the call. I told her then to leave it there and monitor her symptoms for a couple days and see if her symptoms improve.